Event description:
In 2005: the patient reported the cable (lead) dislodged and the generator flipped. The patient has had the dbs electrode implanted in his pag area of my brain since 1981. In 1991, they implanted a new programmable generator in hsi right chest. In 1992, he had new electrodes in the left side of the pag since the right side broke. The patient reported great success and was back to work full time. He still has that electrode, has had a few programmable generators, on 4 minutes each hour; 96 minutes/day. The battery depletes in 5.5 years and is changed out for a new unit and thus better pain relief. The patient went in for change out of the generator in 2005. When he was discharged home, he realized something was wrong, the cable had been dislodged from where it was placed in 1981. The surgeon was having a hard time getting the generator out of the chest and pulled so hard on it that the cable was stretched way out, then he said he installed the unit that he had in at the time and sewed him up and sent him to recovery and didn't see the patient before going home to check to see that the generator was working. When he got home, he noticed how far out the cable was sticking out from the neck area, and the cable was pulled tightly, hurting the top of the skull where it was attached before going into the burr hole to the brain. The patient returned to the ER who called the neurosurgeon and a x-ray revealed the cable was wrapped around the generator and the generator was implanted upside down. The physician tried to manually adjust the generator, but it was too painful. A second surgery was done to correct the problem, at least the tension was off the cable and the generator was working fine. The patient was told by the physician that the generators can flip on their own.